Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of out of range impedances and the top contact staying in place was not determined. The rep reported that no equipment or procedural action was taken, just programmed away from the top contact since all others were normal. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 09-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the plan was to upgrade the patient¿s system to a MRI system. The rep reported that one lead was removed and replaced. The rep reported that upon viewing x-rays during the case, it seemed that something was wrong with the top most distal contact on the other lead. The rep reported that when the physician went to move it, it appeared the top contact stayed in place. The rep reported that the physician decided to leave that lead in place as it was midline. The rep reported that they also tested impedances intra-operative and the only bad reading was on contact 8 which was out of range. All others were good and in range. The rep reported that the patient wasn¿t experiencing any issues, she electively had her system off for a long time and was just waiting. The issue was resolved at the time of the report. No further complications were reported.